Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert triggered for sensing integrity counter (sic) and high rate non-sustained episodes for the right ventricular (rv) lead. It was also noted that the rv lead was oversensing as there was t-wave oversensing (twos) post sense. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.